Manufacturer narrative:
No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported the customer experienced symptoms of pain, rash, fever, pus, and required medical intervention. Per the report the customer was diagnosed with cellulitis at the pod site and was prescribed an antibiotic and topical steroid ointment for treatment. Event was previously reported to the FDA by the customer, mw5153487.